Manufacturer narrative:
The event took place outside of the USA (in (B)(6)) and was associated with a product that is also cleared for the market within the USA.

Event description:
Revision for a fracture following an accident. Surgeon explanted the stem 12 and the cup 135/145 and replace by stem 10 and same cup.